Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 31 mg/dl. The customer reported passing out last night due to a low blood glucose. The customer did treat for the low blood glucose level with food. The current blood glucose level was 200 mg/dl. The customer did troubleshoot the issue. The insulin pump will not be returned for analysis.